Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent cystectomy with pouch on an unknown date and suture was used. Following the procedure, the patient experienced pain due to urinary stones. A urinary stone with suture material was found. The current patient status is healthy.